Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. The device was returned with the balloon pulled distally over the distal tip. A complete circumferential tear was identified on the balloon material. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination identified a shaft break approximately 1380mm distal from the distal end of the strain relief. The shaft was noted to be stretched, and multiple shaft kinks was also noted. This concludes the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50mm x 100mm, 150cm ranger sl drug coated balloon was selected for angioplasty of the lower limbs. During the procedure, it was noted that the device to which the balloon was attached broke. There were no patient complications as a result of this event. It was further reported that the target lesion was moderately tortuous and moderately calcified. The device was fractured during the procedure before passing the lesion. The fracture is located towards the distal part of the device, with a portion inside the patient and another portion outside the body at the time of the fracture. A snare was used to remove the detached portion of the device, and the entire device was successfully removed from the patient. The procedure was completed with a new ranger balloon catheter. It was further reported that the patient had a complicated anatomy.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.50mm x 100mm, 150cm ranger sl drug coated balloon was selected for angioplasty of the lower limbs. During the procedure, it was noted that the device to which the balloon was attached broke. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated h6: impact codes. B5: describe event or problem: added information, based on additional information. E1: initial reporter email: updated. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.50mm x 100mm, 150cm ranger sl drug coated balloon was selected for angioplasty of the lower limbs. During the procedure, it was noted that the device to which the balloon was attached broke. There were no patient complications as a result of this event. It was further reported that the target lesion was moderately tortuous and moderately calcified. The device was fractured during the procedure before passing the lesion. The fracture is located towards the distal part of the device, with a portion inside the patient and another portion outside the body at the time of the fracture. A snare was used to remove the detached portion of the device, and the entire device was successfully removed from the patient. The procedure was completed with a new ranger balloon catheter.